Manufacturer narrative:
The explant was performed under a general anaesthetic. This report is submitted on september 1, 2023.

Event description:
Per the surgeon, the patient experienced skin over the device has broken down resulting in extrusion of the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 31, 2023.